Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced an allergic reaction at the sensor patch adhesion site. Patient sought medical intervention from a doctor and was prescribed flonase. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient was healing.

Manufacturer narrative:
(B)(4).